Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges doctor reported pump is not working correctly. Caller reported being hospitalized for blood glucose level of 900 mg/dl on hospital meter; treated with manual injections. Requested return of the alleged device for evaluation.